Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2015: device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: the original complaint was not duplicated or confirmed. He black box showed no evidence of short battery life. The pump powered with returned battery cap. The battery cap was able to fully tighten however the battery cap threads were damaged. The battery compartment was intact. Current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump.